Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) primary analysis finding: no anomalies were found. Blood/body fluid was present on the helix mechanism. The full lead was returned for analysis. Evaluation summary (B)(4) no anomalies found (B)(4) full lead.

Event description:
It was reported that during implant attempt the lead fell out of position on two occasions. Once before defibrillation threshold testing while closing the pocket and a second time after delivery of the first defibrillation threshold test. The lead was replaced. No patient complications have been reported as a result of this event.